Event description:
It was reported that the patient underwent a gynecological procedure on (B)(6) 2007 and mesh was implanted. The patient experienced pain, erosion of her internal bodily tissue and other injuries following the procedure. It was reported that the patient has undergone multiple surgeries and revisionary procedures. No additional information was provided.

Manufacturer narrative:
(B)(4). Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly. In addition, a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.

Manufacturer narrative:
(B)(4). It was reported that the patient underwent a gynecological procedure in order to treat pelvic organ prolapse and mesh was implanted. It was reported that following insertion of the mesh, the patient experienced pain, erosion, infection, recurrence, dyspareunia, vaginal scarring and urinary, bowel and neuromuscular problems. It was reported that patient underwent removal of scar tissue on (B)(6) 2013. (B)(4).

Manufacturer narrative:
(B)(4). It was reported that the patient underwent a gynecological procedure and mesh was implanted concurrently with sacrospinous ligament fixation for prolapse, posterior colporrhaphy, and perineorrhaphy. It was reported that following insertion the patient experienced pelvic adhesions, urine retention, incomplete bladder emptying, and obstructive voiding.